Event description:
On (B)(6), 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter displayed an ¿error 2¿ message then would no longer power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on the evening of (B)(6), 2024, when they used the device for the first time, an ¿error 2¿ message appeared then the device would no longer power on when they tried again. It was not reported if the patient takes any medication to manage their diabetes or if they made any changes to their usual diabetes management routine due to the reported issue. During the call, the patient reported that they felt ¿shaky¿ in their hands. The patient declined to provide further information. There was no report of any medical treatment/intervention received. At the time of troubleshooting, the cca noted that there was no indication of misuse of the device. The cca noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. The cca noted that based on the information provided, the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issues began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.